Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of an unexpected loss of power was confirmed. Ventec observed that when connecting the device to an external power source via an ac power supply, that the cable was loose and the connection to/at the device was not secure. As a result, the device would charge for approximately one minute before stopping and needing the ac power supply cable to be adjusted. Ventec further observed that the device would also reboot because it wasn't receiving power due to the poor connection. Ventec replaced the device's internal ac power cable assembly to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the ac power cable assembly.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device powered off unexpectedly during use. There was patient involvement associated with the reported event. There were no reports of patient harm as a result of the reported issue. No further details were provided.